Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, when pressing the buttons on the loading device, the heartstring iii seal did not fold properly; therefore, the seal was unable to be loaded into the delivery tube. A replacement device was used to complete the procedure. The hospital reported that there was no pt contact with the device; therefore, there were no pt effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned inside of the loading device. The tension spring assembly and the anchor tab were inside of the delivery device. The seal was located under the window of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).